Event description:
As reported by the user facility: introcan catheter cannula separated. Customer experienced an issue with a retained portion of the catheter in a patient. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2022-00062, had already been previously submitted timely on 08mar2022. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.